Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis found bent connector pins on the desktop charger (serial #(B)(4)). All fdm and fdr codes apply to the desktop charger (serial #(B)(4)). (B)(4) applies to the implantable neurostimulator (serial #(B)(4)), and (B)(4) applies to the desktop charger (serial #(B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a loose connector pin on the desktop charger (dtc). The patient said that their recharger (insr) was not taking a charge and the green light was on. The patient said the dtc connection felt secure, but if she wiggled it and "fiddled with the cord" it seemed to make a quick connection then lost it. The patient mentioned her ins battery depleted. A replacement dtc was sent to the patient. No out-of-box failures or symptoms were reported. No further complications were reported/anticipated.